Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets the FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The customer returned an image of a catheter with a hard kink in it and a detached wire. The complaint has been confirmed. Based on this image the wire appears to have broken during use as blood can be noted on the device. It is unknown what may have caused this device to fail without the device to examine, and additional information from the customer. The IFU does mention that damage could occur to the device if the patient has difficult anatomy, but no report was received stating that this patient had difficult anatomy. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The customer reported the device failed during the procedure, the wire broke.